Event description:
Customer reported via phone call that they received a display anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No display anomaly was noted. The insulin pump was monitored for several days and no display anomaly was noted. The sleep currents were within specification. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, scratched case, peeling keypad overlay and minor scratches on the display window.